Event description:
It was reported that this patient was this subcutaneous implantable cardioverter defibrillator (s-ICD) needed to undergo a magnetic resonance imaging (MRI) procedure. An attempt to interrogate the s-ICD was performed, but unable to interrogate. Technical services (ts) was consulted and provided troubleshooting options. At this time, the device remains in-service. No adverse patient effects were reported.